Event description:
It was reported that during a da vinci si prostatectomy procedure, the large needle driver cable fell into the patient. The cable was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was broken at the distal idlers. The idler pulley spins freely and it was not damaged. The cable segment sticks out at wrist. No other damage was found.